Event description:
During the esophageal dilation, the balloon was inflated to 6atm and the balloon ruptured. The balloon was withdrawn from the endoscope. Fluid was evacuated from the esophagus to prevent patient aspiration. A new hercules balloon was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the balloon material confirmed the presence of a large split in the balloon material. The split is positioned length-wise on the balloon component and is approximately the same length of the balloon. No section of the balloon material is missing from the device. The tip of the device has broken and separated but didn't detach. When the balloon is inflated with water, water exits the balloon material at the location of the large split. The balloon will not hold pressure and cannot perform dilation in this condition. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: the additional information provided indicated the balloon dilator did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The appropriate personnel have been informed of this type of report in an effort to heighten awareness. This was brought to the attention of the quality review board (qrb). Customer quality assurance will continue to monitor for complaint trends.